Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the communicator power cord was observed to be damaged. The patient stated that the power cord melted. The communicator power cord was no longer in service. No adverse patient effects were reported.